Manufacturer narrative:
The evoke scs system was not returned to saluda. Review of device logs identified no charging related overheating errors and confirmed a disconnected electrode. The root cause of the disconnected electrode and lead migration was unable to be definitively determined. The root cause of the cls temperature issue was unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement)". The evoke scs system user manual includes the following warning, "the charger, charger coil and/or cls may become hot during charging."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Both leads were from the same lot. Cls information: product description: evoke closed loop stimulator (cls), model # : 101144, catalog#: 3002, serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and noted that the evoke closed loop stimulator (cls) felt warm during charging. Reprogramming was attempted but could not restore adequate therapy. Lead migration was confirmed via x-ray imaging. A revision procedure was performed and the evoke scs system was replaced.